Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the compound motor action potential (cmap) started to decrease gradually, and the twitching response became weak as well. The double stop technique was performed. The cmap and twitching response recovered afterwards, the right superior pulmonary vein (rspv) ablation was performed. The case was completed with cryo. The patient¿s condition will be monitored. As the patient's phrenic nerve palsy did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 13 applications were performed with the balloon catheter 2af284 with lot number 42771 without any issues on the date of the event. A clinical issue (phrenic nerve palsy) was encountered during the procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.